Manufacturer narrative:
Concomitant medical products: 439688 lead implanted: (B)(6) 2012, dtbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing of arrhythmia events on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.